Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight.

Event description:
It was reported, the ipg is unable to connect to external devices. Patient underwent an unrelated surgical procedure in (B)(6) 2024 wherein surgery mode was disabled. As a result, intervention is pending to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.